Event description:
Reported via journal article - figure 10. It was reported the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown date post procedure, it was discovered on computed tomography (CT) imaging that a large peri-device leak was present. This leak was closed with a non-boston scientific plug. There is persistent/recurrent device malalignment and 9 x 4 mm peri-device leak still present. No other details were reported.